Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 3ml ll 23ga 1in. The following information was provided by the initial reporter, "the user complained that a foreign body was found on the needle hub."

Manufacturer narrative:
Investigation summary: photo evaluation: 1 photo was received for investigation and observed white spots on the needle hub. Sample evaluation: 1 actual sample without packaging was received for investigation. The sample was not decontaminated. The sample was subjected to visual inspection to check for foreign matter on needle hub. Observed epoxy on hub for the actual sample. The complaint is confirmed, and product is out of specification. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: the manufacturing process was reviewed. Probable cause could be due to stoppages at the cannulation station of the assembly machine which resulted excessive epoxy on the hub. The production technician was supposed to remove the first rack once the machine start running again to prevent the nonconformance parts from flowing to the next station. Therefore, the production technician could have failed/missed to clear the affected parts due to the area being not well lit.

Event description:
It was reported that foreign matter was found before use with a syringe 3ml ll 23ga 1in. The following information was provided by the initial reporter, "the user complained that a foreign body was found on the needle hub."